Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly cycled power and continued the case. There was no reported patient injury.